Event description:
According to the available information the patient experienced scrotal swelling 2 weeks post implant. The CT showed there was an 11 cm fluid collection in the right hemiscrotum. The physician ended up removing the testicular implant due to the patient developing a fever. It was noted the hematoma ended up being infected.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. G3: estimated date.